Event description:
This report is to advise of an event observed during anlaysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis.final analysis revealed insulation degradation at 4.5 cm from the connector pin.